Event description:
It was reported the pt's scs system was explanted due to ineffective neck stimulation in addition to neck and arm spasms which the physician believes to be caused by stenosis and wanting the pt to undergo an MRI for ongoing cervical issues.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.